Event description:
It was reported, during the implant procedure, screwing was not possible. Pulling back the screwdriver resulted in the screw being released from the implantable pulse generator. Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable pulse generator was returned and analyzed. Grommet damage with an unknown caused was noted. Setscrew was stuck on returned wrench. Setscrew rounded socket damage was noted. Primary analysis finding: no anomalies found.